Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a mastectomy procedure, the clips were not formed correctly. Another device was used to complete the procedure. There was no pt consequence. The device will be returned.